Manufacturer narrative:
Catheter model 8711, lot# j10937r70, implanted: 2001 (B)(6), explanted: 2012 (B)(6).

Event description:
It was reported that the patient experienced withdrawal with symptoms of tachycardia (heart rate 190 beats/minute), hypertension and diaphoresis when he was admitted to the emergency room on (B)(6) 2011. The most recent visit to the clinic was (B)(6) 2011. On (B)(6) 2011 a (B)(4) study was attempted and the interventional radiologist was unable to withdraw from the catheter access port, so the procedure was aborted. Hcp believed the calcium build up on the catheter caused the catheter to be occluded. The patient went to the hospital for testing, this lead to exploratory catheter surgery that was done (B)(6) 2012. The hcp noted there were calcium deposits lined up and down the entire length of the catheter, which hcp believed was strangulating the catheter and compromising the flow of medication to the pump. The entire pump was also encapsulated with calcium to the point of being "a hard shell". The hcp decided to replace the catheter. When the hcp attempted to take the existing pump out of the pocket, there was much resistance from hard calcium shell and the pump was dented while being manipulated with a surgical tool. The hcp decided to also replace the pump even though there was no indication the pump was malfunctioning or needing to be replaced due to end of life. It was noted the issues with the pump and catheter were external, or outside the implanted devices, which affected the implants. Per reporter the catheter and pump were not kept. It was reported that the patient's symptoms were now controlled and the patient was receiving effective therapy. The drug in the pump was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).